Event description:
The affiliate reported a customer who experienced a "little haze in the room". The field service engineer (fse) stated that he did not believe that there were any physical complaints. The fse went to the facility to repair the unit.

Manufacturer narrative:
Oil mist - capital equipment, unit evaluated at the facility. The fse replaced the oil mist manifold and filter. He ran a few diagnostics. This issue is being addressed with a customer letter, related to correction & removal.